Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025 the patient reported that their ilet device screen was black and unresponsive, including when placed on the charging pad. The patient¿s bg was unaffected at 98 mg/dl. The patient switched to backup therapy with dexcom g7 and multiple daily injections (mdi) until a replacement ilet arrives. No adverse health effects were reported.